Event description:
It was reported that the pt had surgery on (B)(6) when post-op xray was taken the hip was dislocated. Doctor brought pt back and added a longer head.

Manufacturer narrative:
It was noted that the device and add'l info was not available for eval. If add'l info is received, it will be provided in the supplemental report.